Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was also said that the original system controller with the driveline fault alarm never showed any driveline fault alarms on the system controller, only on the monitor. A self-test was completed on it. All of the lights and sounds worked on it at that time. A system controller, mentioned earlier, change out completed per abbott recommendation. There appeared to be no issues at the time of discharge with the new system controller. The new system controller will be assessed when patient has a follow up appointment. No cause was identified driveline fault alarm. The patient was discharged from hospital on same day as the system controller exchange. At time of discharge, there were no new driveline fault alarms identified on new system controller. This will be assessed again at the next follow up appointment. As mentioned earlier, a self-test was done, log files were sent to abbott. Patient had not called with any alarm issues since hospital discharge. The system controller resolved the driveline fault alarms. The exchanged system controller was intended to be returned for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted into the hospital on (B)(6) 2025 night. He had a heartmate 2. While interrogating the patient's alarm history on the left ventricular assist device (lvad) monitor on (B)(6) 2025 morning, the monitor screen showed driveline fault alarm. There was no active alarm on the system controller. The driveline fault alarm on the monitor went away while still looking at the history. Upon review of alarm history, it went back to (B)(6) 2025. The patient had 1 driveline fault alarm on (B)(6) 2025, 2 driveline fault alarms on (B)(6) 2025 the patient had multiple driveline fault alarms. The patient denied hearing any alarms or seeing any yellow wrench alarms anytime recently. There were rare system information alarms on history. No other random alarms were noted. There was a pattern of low battery that suggested the patient might have slept on battery. The patient admitted to sleeping on batteries and was reeducated on the recommendations and dangers of sleeping on battery and not mobile power unit (mpu). The patient did have rescue tape all down their driveline. It was strange that the monitor was actively showing driveline fault alarm and the system controller was not alarming. After the data was downloaded, a self-test was done, and the system controller was synced with the monitor. The driveline fault alarm was not active on the monitor screen at that point. No other alarms were noted on the system controller history either. The log files contained intermittent driveline faults. A system controller exchange was recommended if the patient can sale tolerate the exchange. It was asked to perform 25 power cable alternating disconnects with the black then white controller power leads following the system controller exchange. New log files were also asked to be sent. The system controller was later exchanged, and the new log files were provided. 25 alternating white and black power cable disconnects were done. After the last sent log files on (B)(6) 2025, the patient had 1 driveline fault alarm at 22:56 on the night of (B)(6) 2025. The patient denied the system controller alarming again at that time. The driveline was manipulated all the way down and had the patient move around. No driveline fault alarm occurred with any of that movement or manipulation. There were no significant weight gain or loss and no significant recent trauma to the driveline. The new log files contained brief alarms related to the system controller exchange. Following these initial alarms, the log files contained data associated with requested power cable disconnects. No new driveline faults alarms were recorded in this log files. The pump appeared to be operating as intended. Continued monitoring was recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller was returned for evaluation following the reported event of driveline fault alarms; however, it was determined that the system controller was unrelated to the cause of the alarms. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were submitted and downloaded for review and data from the dates of (B)(6) 2025 were reviewed. The log files captured intermittent driveline fault alarms from (B)(6) 2025 at 16:33:42 to (B)(6) 2026 at 11:34:20; these alarms are addressed further under the pump investigation. It should be noted that the system controller was running a newer software version, that by design presents a driveline fault alarm only on the system monitor and does not activate on the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that exchanging the system controller did not resolve the driveline fault alarms. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 26nov2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii IFU (rev. A) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G3 of the previous report was 28oct2025, but was actually 24oct2025. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.